Manufacturer narrative:
(B)(4). Date of follow-up report : 09/01/2015. The device was recognized when plugged into the generator, but it would self-activate when moved. The tip of the switch button was shorter than normal as a result of excessive force or excessive use. With the tip shortened, the main body of the button came into contact with the switch. The switch became permanently depressed due to excessive wear on the button, causing self-activations. Furthermore, the knife was tested on a silicone strip and the results were unsatisfactory due to a dull blade.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device did not fire during the first attempt. The device was not used on the patient. The device was returned to covidien for evaluation and initial inspection discovered it would self-activate after being shaken.